Manufacturer narrative:
The device was returned to olympus. The device evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was a no image issue while using evis lucera elite bronchovideoscope. The issue occurred twice for 1-2 seconds during diagnostic bronchoscopy. The image recovered and procedure was completed with the same equipment. The same issue recurred when the scope was used in another procedure. There was no patient harm associated with the event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, results of device evaluation and results of the investigation. During device evaluation at olympus, it was found the complaint was confirmed and the image was not displayed due to damage on the charged coupled device (ccd) unit. Also, evaluation found the adhesive on the bending section cover was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the screen blackout was likely due to a kink of the cable in the distal end insertion unit (image sensor unit). The kink could have been caused by stress such as excessive angulation operation or forcible insertion of the endo therapy accessories while it was bent. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported that the issue occurred in the middle of the procedure and it was unknown how long the procedure was delayed.